Event description:
A coronary stent with delivery sys was successfully advanced to the target lesion site in the pts left anterior descending artery. It was reported that during attempted balloon catheter inflation, the balloon ruptured at 6 atmospheres of pressure. As a result, the stent was partially deployed. While attempting to withdraw the balloon catheter, the stent moved proximal to the target lesion site. Another balloon catheter was used to fully expand and deploy the stent proximal to the original lesion site. Subsequently, another balloon catheter was utilized to successfully deploy a stent at the original target lesion site. The pt is reported to be fine. There were no add'l complications reported relative to this event.